Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was high (specific value was not provided). Customer gave a correction bolus via the pump and performed a supply change to address the bg level. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.